Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2024, during ercp, user utilized the oats-8.5-p device to drainage from duodenal papillan, a wire guide was used to guide the device for placement. After the stent successfully placed, user retracted the guiding catheter while found out the wire guide stuck. As the procedure still need the wire guide to continue, but user facility cannot charge fee from patient for another new wire guide replacement, and the user facility department would not bear the cost. Nurse feedback stent device 12cm guiding catheter retracted while stuck occurred. Now user facility cannot determine the issue was caused by stent or wire guide. Prolonged procedure time and increased cost to healthcare for patient.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-jun-2025.

Manufacturer narrative:
Device evaluation 1 unit of oats-8.5-9 of lot number c2085000 device was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution, all oats-8.5-9 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for oats-8.5-9 of lot number c2085000 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: the instructions for use (ifu0096), which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Additional information confirmed that there was user error of the wireguide and device not being inspected for damage prior to use. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Root cause review: definitive root cause could not be determined. A possible root cause may be attributed to damage to the compression of the wire guide by the guiding catheter during stent deployment. This damage might has led to the wire guide becoming stuck. Which aligns with the reported complaint: "after the stent was successfully placed, the user retracted the guiding catheter and found that the wire guide was stuck. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Also, additional information confirmed that there was user error of the wireguide and device not being inspected for damage prior to use. Summary: confirmed qty of devices: 01 device used. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences however the procedure time was prolonged, and increased cost to healthcare for patient. Complaints of this nature will continue to be monitored for similar events. Definitive root cause could not be determined. A possible root cause may be attributed to damage to the compression of the wire guide by the guiding catheter during stent deployment. This damage might has led to the wire guide becoming stuck. Which aligns with the reported complaint: "after the stent was successfully placed, the user retracted the guiding catheter and found that the wire guide was stuck." However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Also, additional information confirmed that there was user error of the wireguide and device not being inspected for damage prior to use.